Event description:
On (B) (6) 2009, the patient reported that there was insulin in the cartridge compartment of his infusion device. He stated that he does not attach the adapter and infusion tubing to the cartridge prior to insertion. He was educated on the proper procedure. He was assisted with switching to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.